Manufacturer narrative:
The lot number of the device is unk; consequently, the manufacture and expiration dates cannot be determined. Info was completed by the MFR based on info obtained from the complainant. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that following a pelvic floor repair procedure (date unk) using a pinnacle anterior/apical pfr kit, the pt presented with erosion (date unk) coming through the anterior vaginal wall, "the size of a thumb." The physician prescribed estrogen cream to the pt. The pt's current condition is unk.